Event description:
It was reported that an alert for out of range high voltage lead impedance measurements was observed via merlin.net transmission. Reprogramming changes were recommended. Patient will be monitored.